Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: · it was considered that the sealing degree was insufficient and oxygen entered. · plasma cleaning process was added after the failure caused by oxidation. · therefore, it is considered that countermeasures for a similar event have been taken. In addition, the sealing degree could be increased by adding the plasma cleaning process. Countermeasure date: january 25, 2017 the legal manufacturer reported that it is presumed that the pressure sensor mounted on the main board failed. The cause of the failure of the pressure sensor mounted on the main board is presumed to be any of the following process errors. ¿ oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Foreign matter (epoxy) was adhered due to a mounting mistake of the parts. Because of the adherence of the foreign matter (epoxy), the wiring inside the pressure sensor was peeled off. The legal manufacturer confirmed that the contents in the instruction manual regarding the event pointed out, the following was described. There are following descriptions in chapter 7.1 ""troubleshooting guide"". ·problem: all leds are turned off. ·possible cause: an error is detected in the internal circuitry of this product.".

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed after starting the insufflation, the front panel shuts down and an alarm sounds due to faulty main board.

Event description:
The service center was informed that during an unspecified procedure, after starting the insufflation, the front panel shut down and the alarm sounded. It is unknown if the intended procedure was completed. There was no patient injury reported.